Event description:
Boston scientific received information that this left ventricular lead dislodged. During a device replacement procedure, a decision was made to not replace this lead as the patient with this lead does not need left ventricular therapy longer and a dual chamber device was implanted. This lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no return of product is intended, analysis cannot be performed to determine the root cause. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.